Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the renal artery. The 6.0 x 18 mm herculink elite stent delivery system (sds) was advanced. When the sds exited the guiding catheter, the stent appeared to be flared. The sds was pulled back into the guiding catheter. Slight resistance was noted and the stent dislodged inside the catheter. The sds was advanced back to the stent, and the stent was able to be hooked with the sds and removed. A new herculink elite sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis. The stent damage and dislodgement were able to be confirmed. The difficulties removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.